Event description:
False negative reactions in antibody screen using mts anti-igg card with two pts with a known history of anti-e. Initial medwatch report #1056600-2004-00019 was filed in 2004, for both events. This additional report is being filed to account for 2 separate events involving the same gel card lot number.

Manufacturer narrative:
Mts has been unable to verify customer's complaint. Samples showing negative reactivity are no longer available as reported by the customer. Samples to be forwarded to mts are re-draws collected by the account in affort to investigate reactions observed with two pts having a known history of anti-e. These had not been received at mts at the time of this assessment. Batch record review indicates lot met all specifications, in-process and lot release criteria. Labeling cautions the user as follows: no single incubation time will be optimal for all antibodies. False negative results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials or omission of test samples. A complaint review indicates no other similar complaints have been reported against this lot. Incident is isolated. Account was able to detect a weak anti-e in the sample from the female sickle cell patient, reacting 1+ when the patient was tested with a new sample using a different lot of mts anti-igg cards. Reactivity was only observed with e+ homozygous cells. Customer claimed that the antibody had not been detected in gel or tube for many years. Account was able to detect a weak anti-e in the male patient, reacting 1+ when the patient was tested with a new sample using a different lot of mts anti-igg cards. Reactivity was only observed with one e+ homozygous screening cell. According to the customer, patient has a history of anti-e. It is not clear whether or not the repeat tests were performed with increased incubation times. Based on the information provided by the customer, both samples contain a weak anti-e reacting inconsistently in gel with homozygous cells (dosage effect). Nevertheless, although there is no indication that the card may have malfunction, incident is deemed reportable since a false negative antibody screen may lead to the inadvertent transfusion of incompatible blood (antigen positive units for the corresponding antibody) or the transfusion of antibody-containing plasma. A false negative reaction in a crossmatch test could lead to the transfusion of incompatible blood.